Manufacturer narrative:
Device evaluation summary: the device was returned to allergan and visual analysis identified deformation. The device weighed 281.32 grams. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Operative note stated additional diagnosis of "implant malposition."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii. This is a known potential adverse event addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. It was reported that the patient was 18 at the time of implant surgery. The device was explanted.